Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the rist 079 catheter was returned for analysis within a shipping box and a plastic pouch. The rist 079 catheter was returned separated into three segments ¿ damage location details: (proximal segment) ¿ no damages were found with the rist 079 catheter hub. The rist 079 catheter body was found kinked at ~8.5cm, ~17.5cm, and ~27.0cm from the proximal end of the catheter hub. The rist 079 catheter separated end exhibited plastic deformation (jagged edges, necking), indicating the catheter likely separated due to tensile overload. The inner wire was found unraveled from within the separated end. (Middle segment) - the rist 079 catheter proximal and distal separated ends exhibited plastic deformation (jagged edges, necking), indicating the catheter likely separated due to tensile overload. The inner wire was found unraveled from within the proximal and distal separated ends. The rist 079 catheter body was found kinked at ~7.0cm, ~12.5cm, ~17.5cm, ~25.5cm, and ~30.0cm from the proximal separated end. A short sheath was found on the distal end of the rist 079 catheter. (Distal segment) the rist 079 catheter separated end exhibited plastic deformation (jagged edges, necking), indicating the catheter likely separated due to tensile overload. The rist 079 catheter body was found kinked/flattened at ~1.0cm from the separated end and kinked at ~18.0cm from the catheter distal marker/tip. ¿ testing/analysis: the rist 079 catheter proximal segment total length was measured to be ~33.0cm and the useable length was measured to be ~29.0cm. The rist 079 catheter middle segment total length was measured to be ~40.2cm and the distal segment was measured to be ~38.5cm. When compared to the product drawing, there does not appear to be any missing segments. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. During the analysis, the rist 079 catheter was found to be kinked, flattened and separated. Possible causes of ¿catheter separation/break¿ include advancing/retrieving the catheter against resistance, vasospasm, patient vessel tortuosity, entrapment in the vessel, or applying excessive force, thus exceeding the tensile strength of the tubing material. However, the cause of the catheter separation could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a rist catheter broke in the patient. During the removal of the rist it broke and part of it remained inside the patient, so they had to perform open surgery to remove it.